Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that a implant and abutment was placed a month ago. Patient came in the office because the crown was loose. They noticed upon removal that the external threads of the screw were stripped.

Manufacturer narrative:
One zimmer abutment screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn but do not appear to be damaged. The reported malfunction of screw loosening is not verifiable with the information provided. Malfunction for stripped threads was unconfirmed following inspection of the returned device. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A root cause could not be determined.

Event description:
Customer reported that they placed an implant and abutment a month ago, and the patient came in the office because the crown was loose. They noticed upon removal that the external threads of the screw (mhlas) were stripped.